Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that  the reason for call was caller stated the controller was not working and was displaying settings not available message. Agent asked, caller confirmed pt was trying to adjust stim down when the message would appear. Agent reviewed use of white on/off button. The patient was redirected to their healthcare provider to further address the issue. Patient states he is not able to increase his stimulation and his remote tells him the desired settings cannot be reached. Cs interrogated battery, measured and impedances, and learned that current programming was utilizing high impedance electrodes. Electrodes with high impedances were 8, 9, 12, and 13. There was a return of pain. Cs reprogrammed battery using electrodes wnl and achieved bilateral stimulation from lower back down to feet. No further interventions needed at this time. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient presented today stating that they are not able to increase intensity on either of their groups using the remote. When patient attempts to increase intensity, they get a message saying that intensity cannot be met. Impedance check showed high impedance on 8, 9, & 11-14. Re-programed by not using these electrodes. Issue is ongoing.